Manufacturer narrative:
(B)(4). Investigation summary: bd received 3 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for fm in gel and damaged tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® sst¿ blood collection tubes foreign matter was discovered in tube. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x1.